Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining false high sodium (na), potassium (k), chloride (cl) and / or carbon dioxide (co2) results for three (3) patients, generated by a unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the lab. The samples were re-analyzed and these results were reported out of the lab. Results are shown. No effect to patient was reported in connection with this event.

Manufacturer narrative:
Samples were either serum or plasma. No other details were provided. Qc run prior to the event was within lab-established ranges. Qc was not run after the event. A bec field service engineer (fse) was dispatched for the event. The fse found that the exterior of the modular chemistry sample probe was gummy. The fse replaced the sample probe and verified instrument performance.